Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd887695 and gd886804 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized for that event on (B)(6) 2011. The nurse stated that in her opinion, she thought the cause of the peritonitis was from a colon leak. Treatment was not reported and the patient was recovering. Dianeal therapy was ongoing. The nurse stated the event was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.